Event description:
It was reported that pump experienced malfunction that did not follow any notable event and displayed non-resettable malfunction code while still being under warranty and included in field correction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode, and instructed customer to return malfunctioning pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement pump.